Event description:
Stated that about a year ago while using the accusure syringes, the needle became detached. He called qualitest to issue a complaint and rec'd two replacement boxes of syringes. About six months later, he had the same problem with the syringes. He had another complaint and rec'd two replacement boxes. He has four boxes of accusure syringes that are being recalled and his local (B)(6) will not return his syringes because the pharmacy no longer stocks accusure syringes. His pharmacy told him they would not be able to help him in replacing his syringes and for him to contact qualitest.